Manufacturer narrative:
The initial medwatch report indicates: the customer advised physio-control that they evaluated the device and verified the reported issue. After replacement of the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation. The initial medwatch report indicates: the customer advised physio-control that they evaluated the device and verified the reported issue. It was observed that a connector pin was broken off and stuck within the therapy connector assembly. After replacement of the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they evaluated the device and verified the reported issue. After replacement of the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would no longer recognize the connection of the defibrillation therapy cable assembly. Without this functionality, the device would not be able to deliver defibrillation therapy to a patient, if needed. There was no patient use associated.